Event description:
During a laparoscopic cholecystectomy, a piece of the grasping forceps broke off inside the pt. The piece was removed with a second grasping forceps and the procedure was completed with no complication.